Event description:
Was implanted with essure permanent birth control at age (B)(6) despite the safety warnings that safety and effectiveness of product has not been proven in women 45 years of age and older. Began having chronic pain within a week of insertion. Ultrasound taken 3 weeks after insertion showed that the right coil had already migrated 4 cm into the uterus. Experienced chronic heavy bleeding for months that prohibited me from getting the hsg at the 90 day mark to ensure devices were in place. When I had the hsg in (B)(6), results showed the right coil had migrated and was missing. Left coil continued to cause chronic pain, weight gain and heavy bleeding. X-ray indicated that I passed the right coil. As a result, I had a vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2013, to remove remaining essure device.